Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: jan 16, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during implantation of a proximal femur nail antirotation (pfna) system the surgeon could not release the impactor from the blade because the surgeon had not "locked" the blade and it was still attached to the impactor. The nail and blade had been inserted without incident. The surgeon then used a hammer to try and back slap the impactor to release the blade which subsequently knocked the blue handle off at the weld. The surgeon locked the blade according to the surgical technique and the impactor released from the blade. All implants were implanted as intended without surgical delay. There were no adverse effects to the patient and the rest of the case was completed without incident. This complaint involves 1 part. Pfna nail (part# unknown / lot# unknown / quantity 1). Hammer (part# unknown / lot# unknown / quantity 1). Pfna blade (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (impactor f/pfna blade, part number 03.010.410, lot number 9221060). The subject device was returned with the complaint condition stating: upon visual inspection of the complaint device it can be seen that the welding is broken, and based to this the blue handle could fall off, this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in january 2015. No non-conformances (ncrs) were marked in the DHR during production. The present failure mode is already addressed in corrective and preventative action (CAPA) and health hazard evaluation (hhe), which did result in field action, product removal . Therefore, no further evaluation on this complaint is needed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.